Event description:
It was reported to medtronic minimed that the customer experienced pump error 82, blank display, and pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1886.the troubleshooting was performed and the customer was not able to clear the error. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1886 was requested and customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No pump error 82 alarm, pump error 130 alarm or blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (5) pump error 82 alarms found in the traces on (B)(6) 2025 started from 00:07:00 to 04:06:13. (49) pump error 130 alarms found in the pump history file/trace on (B)(6) 2025 started from 00:14:24 to 04:14:13. Pump error 43 alarm found in the pump history file/trace on (B)(6) 2025 at 03:58:23. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case and minor scratched lcd window. Pump error 82 alarm was confirmed due to corroded motor home switch. Pump error 130 alarm due to corroded motor home switch. Blank display not confirmed. Cosmetic damage found on the pump case. Pump error 43 alarm due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.